Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. All operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected full black screen anomalies noted. No damage on the c13 lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported a full black screen on the pump. The customer stated that the pump has not been exposed to extreme temperatures and does not have physical damage. The customer was not able to clear the alarm. The product was returned for analysis.